Event description:
Customer reported via phone, she was experiencing high blood glucose over 500 mg/dl, treated with manual injection. Current blood glucose was 370 mg/dl. Customer stated she took 37 units of insulin, changed the infusion set and battery but issues persisted. Customer states when she attempts to bolus the device is not working. Troubleshooting was performed. Drives support cap was found normal. Customer declined to troubleshoot leaks or air bubble in the tubing and reservoir. Customer removed the site and the cannula was not bent. Customer didn't have the tubing clamp so high pressure test was not performed. Tubing clamp was shipped. Customer called back on (B)(6) 2015 to performed high pressure test and the device passed. Customer was advised to do a complete set change. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.